Manufacturer narrative:
(B)(4). Batch # t5ay2g. Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with reload loaded present. The reload had proximal 2 drivers up and the remaining drivers were down with staples present and the swing tab in the locked position. The device was tested for functionality with the returned reload and fired without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that several staples did not meet the staple form release criteria. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the firing force was higher than expected, and the device could not be fired during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Additional device evaluation summary: product complaint device was received for additional engineering analysis. The primary intent of the analysis was to determine if malformed staples noted were due to the anvil misalignment when the device was fired. The device was not test fired with sr75 reloads in during the additional analysis since the firings had already been performed in the primary analysis and malformed staples were noted when fired on test skins on the blue and green settings. Additionally, no additional investigation was performed on the sr75 reload received on the device. The device was visually inspected, and no apparent damage was noted. However, misalignment was noted between the cartridge channel and the anvil channel when the device was closed. Due to the visual misalignment noted, the distal portion of the device was CT scanned to quantify the misalignment specifically between the cartridge channel and the anvil channel. A reload was placed in the device to provide a pre-load onto the channels of the device. This best represents the condition the device would be in during firing, which is when malformed staples could be observed. A misalignment in the lateral direction capable of producing malformed staples was noted from the scans.